Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the device external had scratches to the front screen, internal of the unit was good condition. However, when the unit was tested, the device would not power on. The fault was identified to be on the power supply unit (psu). A known working test psu was fitted to the unit and all other tests passed in accordance with the OEM service manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance inspection of the 4k uhd lcd monitor, the monitor would not power up. There was no patient involvement, no harm or user injury reported due to the event.